Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? Yes if not, how many times have they used veraseal prior to this event? N/a 2. How many times have they applied the laparoscopic tip? 0 3. Was a sales representative present during the case when the issue was experienced? No 4. Was any leakage or product solution observed at the luer locks connection? Ni 5. Were there any unexpected outcomes or complications as a result of the event? They use tachoseal instead of patient. Okay 6. Are there pictures of the damaged device available? No this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a splenectomy procedure on an unknown date and hemostatic agent dual applicator device was used. The device could not be applied; components did not connect. The health care professional is unsure if she used it incorrectly. No surgical delay have been reported. The patient was treated with tachosil. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including the user's prior experience with veraseal and use of the laparoscopic tip, the presence of a sales representative during the procedure, the observation of any leakage at the luer lock connection, any unexpected outcomes or complications, and the availability of photographs of the damaged device. To date, the following additional information has been received. The user is a new user to veraseal. The laparoscopic tip had not been applied previously (0 uses). A sales representative was not present during the case. No information was available regarding leakage or product solution observed at the luer lock connection. No unexpected outcomes or complications occurred. Photographs of the damaged device were not available. According to our standard procedures, ig initiated an investigation focused on: a. Evaluation of the dual applicator tip: considering the nature of the reported incident, ig requested ethicon, as the supplier of veraseal dual applicator, to investigate the batch of the tip involved. The investigation focused on reviewing the batch records for the batch of the tip used. Ethicon concluded that all components used in the batch involved met the established specifications, with no related incidents reported. B. Results of quality control performed at ig facilities: according to ig standard procedures, the results of the quality controls performed to the incoming materials (tips) involved in the notification were reviewed. A review of the results related to the luer locks functionality performed to incoming tips kitted with the involved batch, (B)(6), was performed. The results were found correct, and no deviations were detected. The lack of photographic evidence supporting the reported incident or the affected device has limited ig to conduct a thorough investigation. Although a definitive root cause could not be determined, the investigation performed supports the conclusion that the reported incident is not attributable to a product quality defect or any of its components. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Type of investigation ¿ device discarded additional information: d 4. Expiration date, h 4. Device manufacture date, h6. Type of investigation ¿ analysis of production records. A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.